Manufacturer narrative:
(B)(4). Batch # k5cd6z. Damaged cartridge fork, loading technique. Additional information was requested and the following was obtained: what type of procedure was the device being used in? Unknown. On which firing did this occur? The issue happened during the preparation. Will all pieces of the reload be returned? Yes. If no, how were they disposed of? N/a. The analysis results found that the trt10 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that prior to an unknown procedure, it was reported that the reload broke when they are inserting into the stapler. It did not affect the patient because this issue happened during the preparation. Another like device was used to complete the procedure. There was no delay in surgery. There were no adverse consequences for the patient reported.